Event description:
The customer reported experiencing high blood glucose and he believes that it may be from being disconnected all last night. The caller stated that he changed the infusion set the night before and did not reconnected after disconnecting to take a shower. The blood glucose reading was 519mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the customer with correcting them. Reviewed the alarm history and found a low reservoir. The customer did not have a tubing clamp available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.